Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor tendon broke during surgery. The tool was replaced with a new one and the procedure was completed. There were 8 lives left on the damaged tool. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.